Event description:
General report received of multiple errors in the use of the plum (pumps) which resulted in IV related medication errors. The customer reported that from 1/1/99 through 8/23/02, they have experienced multiple undocumented cases of programming errors and medication errors while using the plum lifecare 5000 infusion pump. There were no reported adverse patient events with any of the complaints. No serial numbers or specific event data were recorded for any of the events. Though requested, there was no additional information available.